Manufacturer narrative:
The customer report that the tubing broke at the y-connection and leaked was confirmed based on inspection of the as-received partial set. Received was only the lower smallbore tubing and its attached male luer components. Further inspection of the separated tubing end observed trace of solvent along with a solvent ring away from the tubing end. Based on the noted solvent ring indicating the likely tubing depth previously within the parallel connector, the tubing looked to have been inserted fully. Dimensional analysis of the separated tubing was observed to be within specification. Further handling/tug of the set's only available tubing engagement observed no separation or any issues. The root cause of the customer's report was not identified.

Event description:
It was reported that on the 8wt bmt unit, the patient's bi-fuse broke into two pieces at the y-connection and leaked IV fluids. The red and blue lumens of the patient's IV access remained intact and patent. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that on the 8wt bmt unit, the patient's bi-fuse broke into two pieces at the y-connection and leaked IV fluids. The red and blue lumens of the patient's IV access remained intact and patent. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.